Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with unknown mentor silicone breast implant, experienced bilateral silent rupture post procedure. As a result, patient underwent bilateral replacements as follow: l/ cat#: smpx605, sn#: (B)(4), r/ cat#: smpx605, sn#: (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on may 10, 2022. Device evaluation completed on may 10 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold and extending to the anterior view. The tear measured approximately 9.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. The right side lot number is 5588342. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 1, 2022 indicated that the patient ethnicity is caucasian, and date of implantation was on (B)(6) 2006. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 29, 2022 indicated that the suspect device identity are as follow; cat#: 3505001bc, lot: 5571720 / 5588342. The sides are not indicated. Manufacturer¿s reference number: (B)(4).